Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was unresponsive and sticking and the pump touchscreen display was dim and a cartridge did not fit onto the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.